Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, surgeon needed to distract using the distraction rack off the instrument tray, but both distraction racks were faulty. The first one was too stiff to operate properly, and the second distractor could not be put into the neutral position at all. On sourcing two additional distraction racks from another set, surgeon encountered problems with maintaining the distraction after final tightening. The screw head remained loose on the rod, and the distraction collapsed. Eventually screw and set screws were replaced, and an open distractor was used, without the prime distraction rack and tubes, and the distraction correction held. The rack was locked to the mis tubes. When the tubes, and comp/distraction rack were not in play, the distraction was maintained and the tightening of the set screws held, preventing movement of the screw head on the rod. There is no allegation against screw, and set screws. There was a surgical delay of eight (8) minutes due to the reported event. The patient was recovered in recovery. No known problems. Concomitant devices reported: rods (part# unknown, lot# unknown, quantity unknown); screws (part# unknown, lot# unknown, quantity unknown); set screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper 3d compressor/distractor. This is report 4 of 4 for (B)(4).